Event description:
It was reported that an ultrasonic scalpel malfunctioned during surgery.

Manufacturer narrative:
The user facility reported that an ultrasonic scalpel caused a section of bowel tissue to turn white after contact by the device. The physician determined that a bowel resection was needed to ensure integrity of the bowel tissue. Follow-up with the user facility was conducted and there was no report of any additional adverse health events for the patient. Sterilmed will continue to monitor this situation and keep FDA apprised of any updates related to the condition of the patient in the future. The device in question was thoroughly evaluated and it was found to be in proper working condition and operate within specifications. Sterilmed was, therefore, unable to duplicate the experience of the user facility or confirm whether or not the device malfunctioned.